Event description:
Customer reported the system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended. (B) (4) 06/16/2009.